Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the s1 drg lead migrated. The issue was confirmed via x-ray. As a result, surgical intervention occurred wherein the lead was explanted and replaced to address the issue.